Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 7070787.

Event description:
It was reported that the patient had a lead revision due to lead migration. The patient felt stimulation in a different area and was no longer helping with their headache pain. The leads were moved back to their original position and the patient is reportedly doing well following the procedure.